Event description:
It was reported there were multiple f6 errors. They rebooted and it worked fine and then an f6 appeared again. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. Evaluation: the pulsar generator was received in fair condition with light scratches. The unit delivered rf energy correctly into the fixed resistors. The communication cable between the ucb and rf controller had the communication wires twisted to reduce susceptibility to noise. The number of twists per inch is within spec but will be twisted further to reach the higher limit of specification. The unit passed final testing and was recertified for use. End of report.